Event description:
Reportedly, the instrument did not place properly formed staples on the tissue at the distal end of the firing, excessive bleeding occurred, and a new instrument was used to complete the anastomosis and the case without further incident. A blood transfusion was not required. Procedure: vats/wedge resection. Patient status: no patient injury reported.